Event description:
The customer complains a cryomacs freezing bag 500 (6190412008) that broke upon thawing. Pictures were available. A long crack occured across the surface of the bag. The patient received cells recovered from a sterile overwrap bag. The sample was not frozen with the overwrap bag but placed inside the bag for thawing. The patient received antibiotics along with the transplant. The cryomacs freezing bag probably broke due to physical stress during handling. The overwrap bag provided with the freezing bag was not used for storage to stabilize the bag, the bag was slightly overfilled and the provided information makes it likely, that either not all air was removed from the bag or the fluid was not evenly distributed inside the bag prior to freezing. All this is described in the product information sheet. A review of the complaints reported for this lot resulted in three similar cases (breakage upon thawing). The incident rate is very low with (B)(4)